Event description:
The patient experienced a loss of therapeutic effect 3 days after she had an upper endoscopy on (B)(6)2010. The patient's programmer had the "poor communication" screen with and without the antenna, which resolved with new batteries. The patient's healthcare professional confirmed the patient's urinary issues and lack of simulation. The healthcare professional attributed the events to the device. The patient had an x-ray on (B)(6)2010 which showed the lead on the right side at the level of s3-4. The patient had re-programming done the same day and felt stimulation near the anus afterwards (instead of the buttocks). There were no patient injuries.

Manufacturer narrative:
(B)(4)